Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of ventral hernia (onlay) repair procedure (open procedure), the device failed and had defect size 50x50. The fixation system used was suture. The wound was closed with suture.